Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic nephrectomy with retroperitoneal approach- "in the process that the metal supports were pushed with the thumb ring actuator to the end, it was noticed that the metal supports were not within the bag. According to the sales rep, during the process, the metal supports were not pulled at all. After the incident, the metal supports were pulled with the thumb ring actuator, and the event product with the bag was removed from patient. A cut issue was successfully removed with new one. The similar incident occurred about four to five times in the facility. The similar incident occurred in the same procedure for another patient just before the reported incident." Patient status- unknown.